Manufacturer narrative:
The customer's complaint of separation and leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that when administering a chemotherapeutic medication the set separated during normal movement then leaked. There was no patient harm.